Event description:
Wound care reports that a disposable dermal curette noted to have a metal shaving attached to the loop portion. Manufacturing defect noticed prior to use on pt. Integra miltex brand 3mm.